Event description:
A malfunction was reported. There was no adverse impact on the customer's blood glucose level reported. The device was expected to be returned for further inspection, and a replacement pump was provided to the customer.